Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient who had an inflatable penile prosthesis (ipp) and an artificial urinary sphincter (aus) implanted developed an hydrocele which interfered with the manipulation of his aus pump, therefore a surgery was performed to removed the aus components. During the procedure, the doctor removed the hydrocele, freed up the tubing for the ipp pump and it worked fine. The ipp pump was repositioned and the patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Information updated: model number, lot number, catalog number, expiration date, unique identifier (UDI) and implant date.

Event description:
It was reported that a patient who had an inflatable penile prosthesis (ipp) and an artificial urinary sphincter (aus) implanted developed an hydrocele which interfered with the manipulation of his aus pump, therefore a surgery was performed to removed the aus components. During the procedure, the doctor removed the hydrocele, freed up the tubing for the ipp pump and it worked fine. The ipp pump was repositioned and the patient is expected to fully recover.

Event description:
It was reported that a patient who had an inflatable penile prosthesis (ipp) and an artificial urinary sphincter (aus) implanted developed an hydrocele which interfered with the manipulation of his aus pump, therefore a surgery was performed to removed the aus components. During the procedure, the doctor removed the hydrocele, freed up the tubing for the ipp pump and it worked fine. The ipp pump was repositioned and the patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Information updated: additional MFR narrative.